Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: iimpella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 30-year old female patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. Abiomed received a publication titled "biventricular impella placement via complete venous access¿ regarding a 2016 impella rp-5.0 transcaval support where the patient developed a hematoma. Over two days, the patient developed anemia and a hematoma in the left groin. The complainant reported the hematoma required conservative therapy without blood transfusion. Medical staff successfully implanted biventricular assist devices four days later, and, ultimately, the patient required a transfusion of two units of packed red blood cells due to the anemia. The patient survived the event.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description.